Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. UDI not provided. Re-processing information not provided.

Event description:
According to the reporter: the patient underwent hernia repair surgery on (B)(6), 2011, during which a mesh product was implanted in his groin. Since that time he has had three additional surgeries in an attempt to correct the injuries he sustained.